Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already reported in the initial report. On (B)(6) 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had been already revised on (B)(6) 2016 (non-medacta products) due stem-loosening. Additional information received on 19 may 2016 and includes: head luxated form the liner. The revision surgery was completed successfully. Batch review performed on (B)(6) 2016. Lot 152947: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016, ceramtec provided a document review of the product involved in the complaint (biolox delta ceramic ball head 12/14 ø 32 size xl +7): the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Not available.

Event description:
Revision surgery will be performed due to luxation/dislocation of the hip.